Manufacturer narrative:
The pump remains in use supporting the patient although a portion of the driveline was returned to the manufacturer and evaluated. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events while the patient was supported by the mobile power unit. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 20.5" of the distal portion of the patient's driveline (dl) was replaced. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. This IFU also outlines all system controller alarms (including low speed advisory and hazard alarms), as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 years 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had alarm this past week but it resolved before the patient could determine what alarm had occurred. The patient stated being on wall power during the event. Upon interrogation of the device, the patient had several low speed advisories. The manufacturer's technical service representative reviewed the log file and confirmed low speed advisory events on (B)(6) 2019 and (B)(6) 2019 with speeds as low as 2710 rpms. The patient underwent driveline repair on (B)(6) 2019 and was placed on grounded patient cable. The patient did not experience any further alarms and continued to stay on batteries in order to see whether the alarms return or not. There will be no further intervention as the patient is on the heart transplant list which could get bumped.

Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation: analysis of the submitted log file confirmed low speed events while the patient was supported by the mobile power unit. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the returned segments of driveline. Approximately 20.5" of the distal portion of the patient's driveline (dl) was replaced through work order#(B)(4). The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient later underwent a heart transplant on (B)(6)2019. (B)(6) was returned assembled. The silicone jacket, clear bionate, and metal braided shield had been previously removed from the driveline and the driveline was cut approximately 1¿ from the pump housing. Each wire appeared to have been previously soldered as well. The distal end of dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow graft and outflow graft bend relief were severed approximately 0.5¿ from their hardware and returned detached from the outflow elbow. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Examination of (B)(6) blood-contacting surfaces upon disassembly revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups under a microscope found no anomalies related to wear or damage. Due to the condition of the returned portion of driveline, the pump was unable to be functionally tested. Visual inspection of the 1¿ pump-end segment of driveline revealed no evidence of breakdown of the wire insulation. Due to the condition of the returned portion of driveline, the driveline was unable to be tested for electrical continuity or current leakage (hi-pot). The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. This IFU also outlines all system controller alarms (including low speed advisory and hazard alarms), as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the driveline repair was unsuccessful. The patient continued to experienced low speed alarms, and was listed for status 2 for heart transplant. A suitable donor was found on (B)(6)2019 and the patient underwent heart transplant.